Event description:
It was reported that the patients ipg had reach end of life. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned due to hospital policy.

Event description:
It was reported that the patients ipg had reach end of life. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned due to hospital policy.